Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with neurogenic claudication and underwent midline lumbar fusion (midlf) surgery at l5/s1 levels. Post-operatively, in a post-market study, the patient was evaluated of non-fusion after 1 year of implantation. A CT scan showed signs of non-fusion. The event was evaluated as related to the cage/interbody as being too small. No patient complications were reported. The outcome of this study was resolved on (B)(6) 2017.